Event description:
Revision surgery- due to a component exchange to tighten the shoulder.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 1.1 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. (B)(4). The root cause for the instability was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.